Event description:
Allegedly the patient was revised due to possible dislocating hip/pain. The femur cracked during an attempt at stem extraction. An osteotomy was performed to remove the femoral component. Cultures done.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00549. The report will be updated when investigation is complete. Trends will be evaluated.